Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and multiple pump error alarm on insulin pump. Customer's low blood glucose was under 20 mg/dl. The customer stated that pump went blank and since then nothing has been communicating. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hours. The battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error 23 alarms were noted. Unit was programmed with a test glucose meter and communicated properly. Unit received the 86 mg/dl from glucose meter. However, pump trace download analysis confirmed the pump alarmed power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.